Event description:
Information was received indicating that error code 1836 occurred to a smiths medical cadd-legacy® pca pump with unusual "wooshing sounds." The patient then switched to the backup pump. No adverse effects were reported.